Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to artifacts oversensing. Provocative maneuvers did not reproduce the observed artifacts. Due to a potential electrode fracture, the final decision was a replacement procedure. This s-ICD was not revised while the implantable electrode was explanted and replaced. However, technical services reviewed the case and recommended to replace the s-ICD as well as the mentioned issues may not be refuted only to a single product. The sense b node issue was suspected. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to artifacts oversensing. Provocative maneuvers did not reproduce the observed artifacts. Due to a potential electrode fracture, the final decision was a replacement procedure. This s-ICD was not revised while the implantable electrode was explanted and replaced. However, technical services reviewed the case and recommended to replace the s-ICD as well as the mentioned issues may not be refuted only to a single product. The sense b node issue was suspected. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.